Manufacturer narrative:
Date rec¿d by MFR : 07may2019. Updated reporter information: biomed/health professional corrected:there was no patient involvement. The customer reported that the power switch overlay was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer swap out the power management board and the power overlay switch to isolate the failure. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared a 1105 alarm light emitting diode (led) failed error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified: estimate used.